Event description:
On (B)(6) 2012, the pt's mother reported that her daughter was in the ICU for ketoacidosis. The pt's blood glucose level was 580 mg/dl when she was admitted. Prior to being admitted, she was throwing up, had a headache, and was very confused and out of it. Her normal blood glucose range is 110-120 mg/dl. She was put on an insulin drip. The pt's doctor stated that the infusion device was not working correctly and the pt would not be allowed to leave the hospital until she receives a new infusion device. The pt's mother was told that the infusion device is not alarming when it runs out of insulin at night while the pt is sleeping. The history in the infusion device shows that the last five alarms were a8 (bolus canceled), e1 (cartridge empty), a8, e4 (occlusion error), and a1 (cartridge low). The pt's mother stated that although the alarms show up, the infusion device does not beep to alert her. Checked the setup of the infusion device; the audio-alarm was turned on. The pt's mother pressed the up/down buttons to adjust the audio volume and she was able to hear a faint beep. She was asked to replace the battery in the infusion device and she declined to do any further troubleshooting with the infusion device. She does not know where her daughter's back-up infusion device is located. The infusion device is out of warranty. The pt's mother was transferred so she could renew the warranty and order a replacement infusion device. The pt's mother also stated that she sometimes has low blood glucose levels at night, but gave no additional details. The infusion device was requested to be returned for eval.